Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional info has been requested, and should device become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "when impacting an accolade stem the bullet-tip impactor had 2 of the distal prongs break off inside the pt. The 2 pieces were retrieved from the pt."